Manufacturer narrative:
The reported impedance anomaly was confirmed via review of the real-time measurement trends report. The device's functionality was normal during testing. The reason for the impedance anomaly observed in the field was undetermined.

Event description:
Reporter indicated a pt developed left vocal cord paralysis after initial vns implant surgery. The left vocal cord paralysis was due to nerve manipulation during the surgery. The vns was not turned on, and remains disabled. The pt has been referred to an ent physician for further evaluation.